Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reportedly hospitalized on (B)(6) 2025 and was wearing a pod at the time medical attention was sought. The patient was told to deactivate the pod and stated the diabetes doctors surrounded him. The patient reportedly changed some settings and is waiting to see better results. The patient was discharged from the hospital after 10 days. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.